Manufacturer narrative:
No further issues have been reported since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer. The customer did not believe the initial values to be correct, but since there were no errors and the controls were not abnormal, the customer reported the results outside of the laboratory to a physician. The physician questioned the results. The customer changed the pinch valve tubing and re-calibrated. There were no issues with calibration. The customer then repeated the sample. The repeat values matched the clinical judgment of the physician. The sample initially resulted with a ft3 value of approximately 7.8 pg/ml and repeated with a value of 1.7 pg/ml. The sample initially resulted with a ft4 value of approximately 5.0 ng/dl and repeated with a value of 1.6 ng/dl. No adverse events were alleged to have occurred with the patient. The ft3 reagent lot number was 314666 and the ft4 reagent lot number was 336701. The reagent expiration dates were asked for, but not provided. The field service engineer checked the instrument, but no abnormalities were seen. Calibration and controls were measured and there were no problems.